Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the balloon. Only the stent was returned for analysis together with a guide catheter. The entire stent appears damaged severe stretching evident. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The 90% target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). After a 3.5 x 14mm non bsc stent was implanted at the proximal of rca, a 24x4.00mm promus premier stent was advanced but it could not reach the distal of rca. The physician attempted to remove the promus premier stent however strong resistance noted when passing through the non bsc stent which had been implanted at the proximal of rca. After continuous attempts to remove the promus premier stent, the physician noticed that the non bsc stent appeared to be pulled along with the promus premier stent. After the stent delivery system of the device was removed from the patient, the stent was not mounted on the balloon of the sds. Upon radiography, it was observed that the non bsc stent and the stent of the promus premier remained inside the guiding catheter. A 1.5 x 10mm non bsc balloon catheter was inserted into the guiding catheter and was advanced to the remaining stents. The physician inflated the balloon and removed the devices pressing the stents by inflating balloon. The stents were checked and the distal of promus premier stent and the proximal part of non bsc stent were stuck and stretched. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The 90% target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). After a 3.5 x 14mm non bsc stent was implanted at the proximal of rca, a 24x4.00mm promus premier stent was advanced but it could not reach the distal of rca. The physician attempted to remove the promus premier&#10259;tent however strong resistance noted when passing through the non bsc stent which had been implanted at the proximal of rca. After continuous attempts to remove the promus premier&#10259;tent, the physician noticed that the non bsc stent appeared to be pulled along with the promus premier stent. After the stent delivery system of the device was removed from the patient, the stent was not mounted on the balloon of the sds. Upon radiography, it was observed that the non bsc stent and the stent of the promus premier remained inside the guiding catheter. A 1.5 x 10mm non bsc balloon catheter was inserted into the guiding catheter and was advanced to the remaining stents. The physician inflated the balloon and removed the devices pressing the stents by inflating balloon. The stents were checked and the distal of promus premier stent and the proximal part of non bsc stent were stuck and stretched. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was good.